Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusions occurred. In addition, it was reported that the cartridge leaked. The customer's blood glucose level ranged from 76-297 mg/dl. Reportedly, the customer changed pump supplies to address the issues.